Manufacturer narrative:
The device was not returned. The manufacturing and sterilization were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a trial patient had acquired an infection. The patient was hospitalized and provided IV antibiotics. The trial has since ended and the patient reported that therapy was effective. There are no further reports of complications.